Event description:
Customer reports the following: "levophed was infusing via ivenix pump system. Pump suddenly registered "upstream occlusion" with no obvious upstream occlusion noted. Tubing interrogated, able to free flow off pump, no kinks/occlusions noted. New bag of levophed spiked w/ fresh tubing and set up on new pump without issues. Pt's bp did drop during transition to map 40's, but improved to baseline within 6min of discovery and intervention." The description and logs indicate the pump was incorrectly reporting upstream occlusion alarms. Additional testing by the biomed resulted in multiple tubing set misloaded errors. The pump entered a fail stop state during an active infusion. Reporting due to the referenced technical issue and the drop in bp experienced by the patient. More information is needed to complete the investigation.

Event description:
Extensive testing conducted on pump to attempt to replicate problem. Was unable to replicate set misload error or incorrect upstream occlusion alarm across many dozens of attempts on 9 different admin sets. Pump performing as expected. The complaint is considered to not be confirmed as a result of the findings. No further actions will be taken.